Manufacturer narrative:
The field service engineer indicated that the customer found a pressure/air leak from the I-beam tubing at pv49. The tubing was replaced by the customer, resolving the air leak. Upon recur of the failure mode identified; it is likely to impact patient results for all parameters due to carryover in manual and auto mode. (B)(4).

Event description:
The customer reported that there was an air leak from tubing on the lh500. There was no liquid leak observed. No erroneous results were generated for this event.